Manufacturer narrative:
The device was not received for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a female patient implanted with an intraocular lens (iol) in (B)(6) 2022 is not tolerating the lens, patient provided experiencing "spiderweb" with the implant. Patient's visual acuity (va) is 20/25 with mild refractive error corrected. It was confirmed that 3 months post-implant, explant occurred. No concurrent vitrectomy and sutures were performed. The replacement lens was of a different model but same diopter power (model diu300, 19.0d). The patient could already tell the spiderweb/halo is gone post-operatively, even though patient still has edematous cornea. No further information was provided.